Event description:
The device was removed and the lead was capped due to infection and erosion. They were replaced with another biotronik system. Philos dr, (B) (4), MDR: 1028232-2010-00628; 1022t, (B) (4).